Event description:
Event: conversion to standard open repair. Case details: the pt was reported to be anatomically challenging. During device deployment as the jacket was being retracted the contralateral limb capsule came off within the aneurysm sac and the contralateral hooks were released. This was prior to the superior hooks being deployed. The physician attempted to pull down the contralateral limb, but was unsuccessful. The superior attachment system was then deployed. During attempts to deploy the ipsilateral limb the #4 was pulled again and the wire broke. The device was dismanteled to retrieve the wire, and the ipsi side was deployed. A retroperitoneal approach was attempted in order to retrieve the contralateral limb. This was unsuccessful and the pt was converted to standard open repair.